Event description:
It was reported the patient had her acticon pump removed because the pump eroded "through her right labia". No signs of infection were found. The balloon and cuff were capped. No additional patient complications were reported in relation to this event.